Manufacturer narrative:
(B)(4). Batch # p56p5v. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results showed that one gst45w reload was received unfired, with the pan partially detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the load opened during procedure and part of the casing is bent/loose. Load was set to the side during procedure and not used. Unknown how case was completed. There were no adverse consequences for the patient.